Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer¿s sister reported via phone call that the customer¿s pump display was blank. The customer¿s blood glucose was 9.1 mmol/l. The caller said that she put a battery in the pump and then the display stayed blank. She tried several batteries but the issue remained. During blank display troubleshooting, the caller said that the contacts on the battery cap are damaged. She was advised that a replacement battery cap would be sent out. The display did not return. The customer was advised to discontinue use of the pump and to revert to a backup plan per her doctor¿s orders. The pump will not be returning for analysis.